Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient saw an out of regulation (oor) message on their patient programmer when trying to adjust their settings. Patient services reviewed the instructions to bypass the oor message. No patient symptoms or further complications were reported as a result of this event.